Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the returned device was inconclusive. The por condition was due to multiple bit flips.

Event description:
It was reported that prior to implant the device experienced a power reset due to multiple flipped bits. The device was never implanted; therefore, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Preliminary analysis by the returned products analysis laboratory revealed the device was operating as programmed, but the save to disk displayed a power-on-reset (por) due to multiple single bit errors. Additional analysis confirmed that the reported por condition was due to error checking correcting (ecc) errors related to multiple static random access memory (sram) locations. Long term monitoring at approximate room and body temperatures, electrical bench testing, and temperature cycling were performed. An ecc error condition could not be recreated. No abnormal function or operation was observed during the analysis. The hybrid passed all diagnostic system testing. The cause of the ecc error was not determined. The analysis was terminated with no cause identified for the reported failure condition.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.